Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. Lead was replaced.